Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported the interstim therapy was not working at all and the patient needed someone to meet with them for a device check. The patient had been going to the bathroom more and was feeling like it was not working for almost a year. The managing doctor told the patient to call the manufacturer to address the issue. Reviewed external device use and the caller reported encountering device not responding message even after confirming the patient could feel the ins and was placing the communicator directly against it the issue was not resolved. Reviewed possible eos and recommended ins battery check. The patient has an appointment with managing physician scheduled for (B)(6). Emailed field staff regarding request. The rep indicated they would reach out. Additional information was received from the patient. They reported t hat the cause of the "device not responding" message was not known. The most likely cause of this issue was that the battery died. The issue was caused from normal battery depletion. Steps taken to resolve this issue include the device being replaced. This issue had not been resolved.

Manufacturer narrative:
B3: date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the caller reported the interstim therapy was not working at all and the patient needed someone to meet with them for a device check. The patient had been going to the bathroom more and was feeling like it was not working for almost a year. The managing doctor told the patient to call the manufacturer to address the issue. Reviewed external device use and the caller reported encountering device not responding message even after confirming the patient could feel the ins and was placing the communicator directly against it the issue was not resolved. Reviewed possible eos and recommended ins battery check. The patient has an appointment with managing physician scheduled for march 18th. Emailed field staff regarding request. The rep indicated they would reach out. Additional information was received from the patient. They reported t hat the cause of the "device not responding" message was not known. The most likely cause of this issue was that the battery died. The issue was caused from normal battery depletion. Steps taken to resolve this issue include the device being replaced. This issue had not been resolved.